Manufacturer narrative:
H10: h3, h6: the reported device was not received for evaluation. However, an unused device was received. A visual inspection of this device revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is at the tip of the needle and the t2 is at the dimple. The suture has been pulled loose from the depth straw. The variable depth straw has been trimmed. A functional evaluation was performed on the returned device and found that both implants deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the ultra fast fix t2 couldn't be deployed. The procedure was completed with a backup device but it is unknown if there was a surgical delay. No further complications were reported.